Event description:
It was reported that the procedure was to treat a calcific lesion in the 1st obtuse marginal. The 2.25 x 28 mini vision was advanced, but could not negotiate the lesion site because of the heavy tortuosity. A 1.5 x 15 rx voyager was used for additional pre-dilatation and another attempt was made to advance the mini vision. The stent delivery system (sds) was pushed a little harder into the circumflex, but the proximal end of the sds kinked several times and then separated. The device was removed and there were no reported pt effects. The procedure was completed by using another same size mini vision after pre-dilating the lesion with a non-abbott balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.